Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated there is no damage to the pump and it has not been dropped. The customer stated the pump was not exposed to moisture. The customer stated that she is using lithium and advised to use alkaline batteries. The customer will monitor pump and start using alkaline only and get battery cap replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 249 mg/dl. The customer stated that her blood glucose is high for her. Customer stated she treated with the pump and declined to troubleshoot.